Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) 3 left ventricular assist system (lvas), (B)(6), and the reported hypovolemia could not conclusively be established through this evaluation. Additionally, review of the submitted log files confirmed low flow alarms. According to the account, the low flow alarms occurred in the setting of hypovolemia and suspected outflow graft narrowing. Evaluation of the submitted log files confirmed multiple, transient low flow hazard alarms. No other notable events were captured. The pump appeared to function as intended at the fixed speed. The patient remains ongoing on the hm 3 lvas, serial number (B)(6). No product is available for investigation. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C and the hm 3 patient handbook, rev. D are currently available. Section 1, ¿introduction¿, lists potential adverse events that may be associated with the use of the hm 3 lvas. Additionally, section 6, "patient care and management", lists hypovolemia as a potential late postimplant complication. The IFU also addresses all pump parameters, including pump flow. The IFU also states that per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Additionally, the IFU and patient handbook address all system alarm conditions as well as the appropriate actions associated with each condition. The handbook also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional log files were reviewed and showed low flow events on (B)(6) 2025.

Event description:
It was reported that log file review showed low flow events on (B)(6) 2024. Patient had an outflow narrowing and also had periods of dehydration. The patient at the time was not symptomatic. Otherwise, labs and vitals were stable. The outflow graft stenosis was confirmed. A computed tomography angiography with contrast showed increased thrombus within the outflow cannula with areas of approximately 50% luminal narrowing. Treatment was done but it was not related to the thrombus. The patient was encouraged to increase fluid intake and pump speed was increased. The patient still had frequent low flows and was not a surgical candidate.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was further reported that it did not appear that there had been any significant changes regarding to thrombus from previous log files.

Manufacturer narrative:
Section b1: corrected. Section b2: corrected. Section manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) 3 left ventricular assist system (lvas), (B)(6), and the reported hypovolemia could not conclusively be established through this evaluation. Additionally, review of the submitted log files confirmed low flow alarms. The account reported that the patient continued to have frequent low flow alarms and that these alarms were assumed to be due to the outflow graft narrowing. It was reported that the account was aware of low flow alarms. Evaluation of the submitted log files confirmed low flow events that were triggered when the estimated flow dropped below the low flow threshold of 2.5 liters per minute (lpm). Of these faults, a few lasted over 10 seconds and low flow hazard alarms were triggered. These alarms were transient in nature. No other notable events were captured. The pump appeared to function as intended at the fixed speed. Additional information revealed that the patient had a known outflow narrowing and also had periods of dehydration. The patient at the time was not symptomatic. Otherwise, labs and vitals were stable. Treatment was done but it was not related to the thrombus in the outflow. The patient was encouraged to increase fluid intake and pump speed was increased. The patient still had frequent low flows, and was not a surgical candidate. The patient remains ongoing on the hm 3 lvas, serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C and the hm 3 patient handbook, rev. D are currently available. Section 1, ¿introduction¿, lists potential adverse events that may be associated with the use of the hm 3 lvas. Additionally, section 6, "patient care and management", lists hypovolemia as a potential late postimplant complication. The IFU also addresses all pump parameters, including pump flow. The IFU also states that per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Additionally, the IFU and patient handbook address all system alarm conditions as well as the appropriate actions associated with each condition. The handbook also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was further reported that low flows were assumed to be due to outflow graft narrowing.